Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarification is needed based on the event. It was reported that the device did not staple when fired. Did the device jam (no staples deployed, and no cut line started)? Or did the device cut with no staples deployed? Were there any patient consequences?

Event description:
It was reported that the linear stapler did not staple when fired in a conventional right colectomy procedure. It was necessary to replace the device.